Manufacturer narrative:
The reported event of ¿no capture¿ was not confirmed. A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. All tines were intact and undamaged.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited failure to capture. The ra lead was not used and replaced during the procedure. The patient was in stable condition.